Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735799, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The network router was faulty and was not accepting the ip configuration. The network router was replaced. System performing as intended. The network connector was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The checkpoint was tested and found to not save the static ip as described in the complaint. When set to dhcp the router would obtain an ip address as expected but when switched to static and info was populated, the settings would revert to dhcp. When logged into the checkpoints web config tool, some configurations were changed and would not allow to be changed back to original values. Dmz (wifi) port connection was changed and couldn't be updated so the port didn't connect to wifi, wan port would not establish a connection when the lan ethernet cable was attached. Factory defaults and re-configuring the unit would fail and would not complete configuration. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system was unable to save the ip configuration. It was reported that the system did not save the configuration after being entered. It was noted that the ip address information appeared to be correct and a known operational ip configuration was used and the results did not save. There was no patient present when this issue was identified.